Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. Return requested. Replacement multi-out 350w power supply shipped to site (B)(4) 2016. Medtronic investigation of returned suspect multi-out 350w power supply finds that when testing voltage output, only the 28vdc was working, its on its own board inside the case. The other voltages are on the same board and does not have any voltage output. Video signal from the vga splitter is powered from the 9vac. Confirmed failure. Power supply malfunction - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 06/09/2016, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitors on both the staff cart and the surgeon monitor went black while the navigation system was powered on. Replaced multi-out power supply. Issue resolved. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system staff cart and surgeon monitor went black. The site was attempting to perform a second imaging system spin when the monitors went black. In trouble-shooting, the navigation system was re-booted, however, this did not resolve the issue. Checking power to the computer and video splitter confirmed the multi-out power supply box was securely connected and plugging into different ports on the ups did not resolve the issue. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. Delay in therapy was 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6).